Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).. Device evaluated by MFR. :the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After pre-dilatation was performed, a 4.00 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The device was removed from the patient's body and it was noted that the proximal edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.